Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, the pump was unable to power on or download black box data due to moisture damage. The battery compartment was found to be cracked from threads to the case seal along the grip pad. A leak revealed a battery compartment leak. Further testing was not able to be performed due to the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was alleged that there was moisture in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.